Event description:
During a cardiopulmonary bypass procedure, the roller pump displayed a "pump jam" error message and stopped. The pump was replaced with another roller pump and the procedure was completed without adverse consequences to the pt.